Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was occlusion. There was no reported patient involvement.

Manufacturer narrative:
One device was received for evaluation for the complaint that there was occlusion. The review of event log found that no error codes found. There was no 12-month service history during the review. The visual and functional testing was performed. Unable to verify the occlusion and the multiple occlusion tests are done and they all passed the test. The probable root cause was the defective parts. The motor was replaced to prevent the occlusion test failure. The pump is calibrated and greased and reset to standard configuration.